Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification, crease flat and one opening curved on the posterior. A microscopic analysis was performed which identified: one striated opening on the posterior and non-penetrating nick striated. Based on the device analysis the final assessment is: one striated opening assessed as surgical damage consist in the use of some surgical tool. A nick striated assessed as surgical tool scratch like.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.